Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 cath 31 mm - us was selected for use. Vektor software was used to get key points for ablation sites. One of these points was in the right superior pulmonary vein (rspv), so they started ablation in the rspv. After ablating the rspv, they did right inferior pulmonary vein (ripv). After ablating the ripv, the physician then noticed an effusion on ice. During this, they performed a pericardiocentesis. The effusion slowed and went down. After roughly an hour and 45 minutes, the patient was stable, and no additional surgery was needed. The procedure was canceled due to the effusion. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.